Event description:
It was reported that the patient had been in pain and stated that their spinal cord stimulator may have to come out of them. It was further reported that the patient¿s device did not work and had not worked for close to two years.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient stopped using the spinal cord stimulator (scs) because, it didn¿t give him relief for back pain. When it did provide relief, he would have to increase stimulation that was too high for his legs, although, he needed stimulation for pain relief in the legs. It was noted that in (B)(6) 2012, the patient had an external defibrillator after having a heart attack which he had to wear for a few months during which he couldn¿t use the scs. When the patient no longer had to wear the external defibrillator device, his scs would no longer charge. It was noted, the patient never went back to the health care professional to resolve the scs issue since it didn¿t provide him with relief that he needed, despite programming.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient had the spinal cord stimulator taken out. The patient stated that it never worked right. They tried to reprogram it 4 or 5 times but could not get it to work right. It was noted that in (B)(6) 2012, it totally quit working and would not power up or take a charge.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4) no longer applies to this file.

Event description:
Additional information received reported that one time the patient had his stimulation high enough for his back, and he felt like his legs were going to explode like they were in a wall socket. The patient stated none of the field representatives could get it adjusted right.